Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was noted that the issue could be replicated after reloading the application software onto the navigation system. No additional information was provided.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system became unresponsive when loading the spinal application software onto the system. It was noted that the procedure type was selected and the application software would exit without prompt. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly.